Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys including an ipg on (B)(6) 2010. It was reported that she was without stimulation. Specifics regarding the pt's therapy issue were not disclosed. The pt has been provided with info on new pain physicians in her area as her previous physician has relocated. No further details are available.